Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. Customer's blood glucose value was 32 mg/dl at the time of the incident. Current blood glucose was 7 mg/dl and 35 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The device will not be returned for analysis.